Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01451. This device was inadvertently reported on in the previous report. This lead did not migrate and remains implanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01451. It was reported the patient experienced inadequate therapy following a fall. Subsequently, it was determined the leads had migrated. On (B)(6) 2019, the leads were repositioned and pulled up to the correct position. Post-operatively, effective therapy was established.